Event description:
Patient receives fluorouracil infusion in an I-flow homepump c-series elastomeric pump which delivers the total amount in the reservoir (270ml) over a 2 day period at a rate of 5ml/hr. The 270ml consisted of 2600mg (52ml) of fluorouracil combined with 218ml of 0.9 percent sodium chloride. With the total volume of 270 ml the reservoir should take 54 hours to empty. On this occasion, the pump was connected on (B)(6) 2017 at 1414 and the patient reported the pump empty on (B)(6) 2017 at 0130 (approximately 35 hours after connected).